Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant. The lead was explanted and replaced. The patient was a participant in the corevalve evolut r study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.